Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient¿s first pump got severely infected. It was stated that the patient did have the pump implanted for a month as it was implanted on (B)(6) 2017 and was removed on (B)(6) 2016. It was related that the infection started at the pocket of the pump and got so bad it went around to the spine. The patient experienced symptoms of swelling that was so bad it was the size of a basketball from all the fluids from the infection, per the consumer. It was also stated that the patient had a fever of 104 degrees as well as diarrhea for two weeks that started the day after surgery. The infection at the pocket site that ended up in the patient¿s back/spine was confirmed, per the consumer. It was stated that the patient got serratia in their stomach where the pump was and spinal meningitis in their back. It was stated that the date of the event was unknown but was maybe immediately within a day or two. It was indicated that the infection was associated with implant. Interventions reported included intravenous (IV) antibiotics, total system explant, the patient was in the hospital for a week, and had a PICC (peripherally inserted central catheter) for six weeks. It was noted that the patient kept going to their infectious disease doctor getting blood draw and finally was cleared to get the pump implant again in (B)(6) 2017. It was stated that the only way the patient could have received serratia would have been from a dirty hand, instruments, or device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.